Manufacturer narrative:
Additional information: b5.

Event description:
New information notes the patient's right atrial lead was oversensing resulting in atrial tracking recovery reversion. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with syncope. Upon review, the right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switch. No intervention was performed.